Event description:
A malfunction on the pump was reported by the caller, identified as malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the caller with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.